Event description:
An attorney's/insurance office is filing a letter notice under claim reference numbers (B)(4) and alleging that a heating pad was the cause of a fire that damaged its client's/insured's property. There was not a report of personal injury with this incident.